Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access obtained via the femoral artery. The target lesion containing a lesion bend of between >45 and < 90 degree was located in a severely calcified and severely tortuous left anterior descending artery. The lesion was predilated with 2.0x20mm and 2.5x15mm balloon catheters. A 2.50x20mm promus element plus stent was selected to treat the lesion and advanced over a floppy guide wire. As the device was advanced, the stent "wrinkled." The device was removed and the procedure was completed with the implant of a 2.25x32mm promus drug eluting stent in the intermediate branch and a 2.5x20mm in the marginal artery. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the crimped stent identified that last 7/8 rows from the distal end of the stent were stretched and pulled out over the distal markerband. No other damage was noted along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access obtained via the femoral artery. The target lesion containing a lesion bend of between >45 and < 90 degree was located in a severely calcified and severely tortuous left anterior descending artery. The lesion was predilated with 2.0x20mm and 2.5x15mm balloon catheters. A 2.50x20mm promus element¿ plus stent was selected to treat the lesion and advanced over a floppy guide wire. As the device was advanced, the stent "wrinkled". The device was removed and the procedure was completed with the implant of a 2.25x32mm promus drug eluting stent in the intermediate branch and a 2.5x20mm in the marginal artery. No patient complications were reported and the patient's status is stable.